Event description:
There was a report of an alarm 2 that occurred due to an occlusion event earlier in the day. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.